Event description:
It was reported that the device was in use for infusion of veletri. The reporter stated the device leaked during infusion. No adverse effects to patient reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted and there were no relevant findings detected. The device was returned for analysis and has been evaluated. The returned device consisted of 217 items and were in new condition with their original un-opened packaging. Visual and functional testing were performed. The items were visually inspected at a distance of 12? To 24? And normal conditions of illumination. No discrepancies were found. A functional test was performed. A leak test was conducted on the items using hydrostat vessel. No leaks were detected or other discrepancies. Prior to packaging, a sample of 32 units was taken in order to verify that all bonds were properly bonded; no discrepancies were found. No actions were taken for the primary concern reported. No root cause has been determined since the reported event was not confirmed.